Event description:
Complaint received concerning disconnect/leakage issues involving set-up/use of 20130-01 spinning spiros and carefusion pump smartsite tubing set. It was initially reported that a pt was found during chemo infusion to have had a spiros disconnected from the distal end of the carefusion pump set. There was a "pool of blood" on the floor when found. Cbc was ordered. Nurse manager reported this was also reported by staff that another occurrence of disconnect had happened but no details, date, given other than it was not significant." No reported adverse pt or operator consequences. F/u with facility staff management confirmed the involved devices were discarded.

Manufacturer narrative:
MFR's investigation: code - f/u with facility for their internal assessment, the following info was reported: it appears that the leak or disconnect was from an assumed bad connection of the spiros to the smartsite. The spiros never completely separated from the smartsite (hence fluid still flowed) but it appears the nurse that attached it was newer and most likely did not tightly secure the spiros to the smartsite. There was no disconnection of the distal end of the tubing from the back end of the spiros which was initially suspected." A two year review of the complaint database for this list number/similar problem did record add'l reports and investigations. A review of those investigations where devices were returned/analyzed recorded mixed results, including usage, no defect found, mfg/design and cannot determine. Conclusion: the involved devices were not returned for analysis or investigation. Cause of the incident remains unk.